Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "low flow due to over-lamination of foam to film due to temp controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated the arctic sun device had an open line message upon initiating. Patient was in pediatric intensive care unit in covid isolation. Nurse confirmed that they drained the pads and restarted the therapy, but they did not note the temperature parameters. Mss explained to them to call back if they were able to troubleshoot in room. Also, mss spoke about fluid delivery line and pads being connected securely. Nurse stated that if they continued to have alarm then they would change out the device and have biomed check out it. Also, nurse stated that if the second device had problems, then they would be aware that it could be a pad issue and they would call the helpline back. Nurse was going to attempt to restart therapy for now after connections were checked and secure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated the arctic sun device had an open line message upon initiating. Patient was in pediatric intensive care unit in covid isolation. Nurse confirmed that they drained the pads and restarted the therapy, but they did not note the temperature parameters. Mss explained to them to call back if they were able to troubleshoot in room. Also, mss spoke about fluid delivery line and pads being connected securely. Nurse stated that if they continued to have alarm then they would change out the device and have biomed check out it. Also, nurse stated that if the second device had problems, then they would be aware that it could be a pad issue and they would call the helpline back. Nurse was going to attempt to restart therapy for now after connections were checked and secure.